Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, episodes of inappropriate auto-mode switch due to competitive atrial pacing were observed. Programming changes were recommended.